Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/29/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the buttocks on (B)(6) 2016. Reaction was described as bright red, itchy, painful and containing blisters. Patient's mother reported that once the sensor was removed, the area was yellow and crusty. Reaction was located on the right side of the patient's buttocks. The affected area was treated with a steroid ointment and a gel which was applied prior to attaching the adhesive. Both products were prescribed on (B)(6) 2016 for a previous skin reaction. At the time of contact, the patient was in good condition and was healing. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.